Manufacturer narrative:
Philips service replaced the mpdu assembly and power supply, returning the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the hostpc failed to start due to an mpdu power supply issue on an allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.